Manufacturer narrative:
Analysis of the ins (serial # (B)(4)) found insignificant anomalies and was functionally okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 64002, product type: adapter. Product ID 3550-29, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative reported the patient's implantable neurostimulator (ins) needed to be changed. The surgeon opted to change the pocket adaptors in case they were part of the cause of the shocking sensations.

Event description:
Additional information received reported that the patient's shocking sensation became more severe and painful. It was also reported that a bump was in the skin below his implantable neurostimulator (ins).

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3387s-40, lot # v044341, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot # v044341, implanted: (B)(6) 2007, product type lead.

Event description:
Information was received from a consumer via a company representative regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient started experiencing ¿shocking and jolting¿ sensation two days prior to the report. The symptom had become progressively worse over the last two days. The sensation present in the right hand and worked their way up to the shoulder. They were unpleasant and vary in intensity and frequency. It was indicated that they tried to lower the voltage using patient programmer, but the effort produced a painful ¿jolting¿ sensation for the patient. The issue was not resolved at time of report. There was no surgical intervention planned. The patient would be seeing healthcare provider (hcp) on (B)(6) 2016. Four days later, the rep further reported that the patient had a deep brain stimulator (dbs) device and some cardiac device (he thought it was an ICD and pacing device). The patient was feeling a shocking sensation numerous times per minutes intermittently. The sensation occurred two to three times per minute. Rep stated the patient felt it when the stim was on and it was on the same side as the lead was placed. It was indicated that patient had leads on both sides of the brain. The patient noticed uncomfortable stimulation when the device was being interrogated with physician programmer (pp). The patient was programmed with bipolar settings. Rep did not have specifics but knew that all electrodes were active on the right side and a guarded cathode on the left. Rep would be meeting with hcp to determine if there is any interaction between dbs and cardiac device. A few days later, rep provided that the cause of shocking was not determined. The patient could not tolerate even the slightest adjustment to his dbs settings, so that was not an option. There was no intervention at this time. Additional information received from rep on (B)(4) reported that patient was seen by rep and hcp a day prior, they connected patient to cardiac monitor and reviewed the setting and current function of the device. It was indicated that there was no abnormal signs, pacing or cardiac events were observed du ring the testing. They attempted to force some interaction in a couple ways, none of which indicated there was anything happening that may be originating from the cardiac devices. It was reported that the shocking sensation had decreased substantially since their last meeting. They were less than what they had previously been the week before but were still occurring. The shocking did not happen during the night, rarely while seated, and most frequently while standing or walking. It was indicated that when rep increased patient amplitude from 6.1 to 6.2 v on both hemisphere. Patient reported a slight but noticeable ¿sensation¿ seemingly a paresthesia in both arms but primarily in his right arm and fingers. It dissipated after a little over one min. In addition, the patient was visibly uncomfortable, said he felt a stronger version of what he had felt at 6.1v, and it did not go away after 2-3 minutes. There was nothing abnormal appeared on the cardiac monitor. The patient was planning a subsequent meeting with local hcp for follow up questions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.